Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable.

Event description:
It was reported that the sof-flex pediatric double pigtail ureteral stent was found to be broken when the box was opened. The device did not make patient contact, and there was no impact to the patient or users.